Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The thumb advancer was retracted proximally; the safety release slider was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): the device was received. Investigation is not complete.